Event description:
The customer reported during preparation for use before a diagnostic nasopharynx examination, the device connector cannot lock the scope and the scope cannot be fixed, the image flashes. There was a procedural delay of less than 15 minutes. A request for additional information is in progress.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service found there was horizontal stripes in the image occasionally due to a defective component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.